Manufacturer narrative:
The dentist refused to provide information about the patient's weight. According to the distributor, further inspection of the cleaning powder involved in the adverse event for cause by nakanishi is no longer possible because the dentist refused to return the cleaning powder to nakanishi for the investigation.

Event description:
On april 23, 2025, nakanishi received an e-mail from a distributor about a malfunction of an nsk cleaning powder. The details nakanishi obtained are as follows: - the event occurred on (B)(6) 2025. - the dentist was cleaning the teeth of a patient using the merssage e-pick 2in1 and the flash pearl cleaning powder (lot no. Unknown). - the patient felt pain throughout the oral cavity and rough buccal mucosa the day after the procedure. The rough buccal mucosa subsided in three days and the oral pain lasted for three weeks. - four days after the procedure, the patient developed a taste disorder, which lasted for two weeks. - the patient visited an otolaryngologist, who diagnosed no abnormality. - the patient explained their condition to the dentist on their visit three month later, so no medical treatment was required for the symptoms.